Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to a post operative note only. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent an abdominal sacrocolpopexy, anterior and posterior colporrhaphy with implant of a bard/davol flat mesh to repair a vaginal vault prolapse. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the initial report. This supplemental report is being sent to show the patient allegedly underwent additional surgical procedures including explant of bard flat mesh. The attorney alleges the patient experienced sepsis/infection, abdominal pain, fistula and adhesions. While it is alleged the patient experienced sepsis/infection, it appears the sepsis/infection is not related to the bard flat mesh. The sepsis/infection occurs two months after explant of the bard flat mesh and immediately following a surgical procedure not related to the bard flat mesh. In regards to the adhesions allegation, the adhesions are listed as intra-abdominal adhesions, and the flat mesh implanted in the patient was used in a vaginal procedure. Fistula formation is listed as a possible known adverse reaction in the instructions-for-use. No actual medical records were provided to be able to confirm the allegations made against the bard flat mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on additional allegation detail summary provided to davol by the patient's attorney: (B)(6) 2012 - the patient underwent abdominal sacrocolpopexy, anterior and posterior colporrhaphy with perineorrhaphy and implant of a bard flat mesh for repair of a vaginal vault prolapse. (B)(6) 2014 - during an office visit the patient was diagnosed with a colovaginal fistula. (B)(6) 2014 - patient underwent revision surgery which included; laparoscopic take down of splenic flexure, laparoscopic lysis of adhesions, open left salpingo oophorectomy, open take down and closure of salpingovaginal fistula and explant of pelvic mesh. The postop diagnosis reported was left salpingovaginal fistula; left tubo-ovarian abscess; distal mesh incorporated into old abscess cavity and extensive intra abdominal adhesions. (B)(6) 2014 - (B)(6) 2014 - patient underwent exploratory laparotomy and upper vaginectomy and excision of foreign body adjacent to upper vagina. (B)(6) 2014 - the patient presented to the ER with complaints of lower abdominal pain and diarrhea post revision procedure. (B)(6) 2014 - the patient presented and was admitted through the ER for fever, confusion and abdominal pain post revision surgery. Patient was diagnosed with sepsis due to abdominal source, with a principal diagnosis of sepsis secondary to fluid collection, post mesh removal and partial vaginectomy. The patient was discharged from the hospital approximately one week later.